Manufacturer narrative:
H3: product analysis stated verified mute probe port was damaged and device had software v1.6.4. Previous applied fdm b17, fdr c20 codes are not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op that the system was displaying an out of measurement range, calibrating message as well as a check electrode message. Troubleshooting was performed that the system was plugged in wall outlet, unknown if another device was using the same wall outlet. Electrocautery used: yes, but unknown if the messages displayed while in use. Muting probe used: no. Caller reported unable to replicate with his testing. Caller will perform additional testing and verify if it only happens when esu is in use and will call back if would like to send the system in. There was no patient impact.